Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced elevated blood glucose levels of approximately 300 mg/dl were observed, and upon removal of the cadd cleo infusion sets, the cannulas were found to be bent. The patient administered manual insulin injections and replaced the infusion sites, resulting in blood glucose levels returning to the normal range without the need for emergency medical services. There were patient involvement and no patient harm.